Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex artery. A 10mmx2.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, the distal side of the balloon ruptured at 12 atmospheres for 15 seconds upon second inflation. The device was removed without any issue using normal method and the procedure was completed with another of same device. There were no patient complications reported.